Event description:
It was reported that t: slim x2 pump battery would not charge despite use of tandem charging cable, tandem wall adapter, and confirmed working wall outlet, and issue persisted even after extended charging attempts and trying different wall adapters and charging cables, although pump did not shut down and remained able to power on. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was informed they would receive replacement pump.